Event description:
On (B)(6) 2009, the pt reported that there was an air bubble in the insulin cartridge of her infusion device. She primed the air bubble from the system. She stated that she does allow insulin to reach room temp prior to use. She stated that she does not properly adjust the piston rod prior to inserting the insulin cartridge and she was educated on the proper procedure. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for eval.

Manufacturer narrative:
No product will be returned for eval.